Event description:
It was reported that the device was ¿defective and not delivering medication. The doctor pulled out the medication and it was the same amount as the refill from a few months prior. The hcp (healthcare provider) was going to check the catheter with an xray. The hcp was going to take out the pump and catheter and replace it with a new pump and catheter. There was not a dye study done. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies. The pump passed all non-destructive lab testing, though there was a short motor stall and recovery seen in the logs. After destructive analysis, the technician found nothing that might cause the motor stall.

Event description:
Additional information was received. It was reported that the pump was replaced due to inconsistent reservoir volumes. It was indicated that there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. (B)(4).